Event description:
It was reported that insufficient suction occurred. An angiojet solent proxi catheter was used in a thrombectomy procedure. During procedure under thrombectomy mode, it was noted that the device was not aspirating at its usual volume and was leaking from the pump bulb. The procedure was completed with a different device. No patient complications were reported.